Event description:
It was reported that following an anterior repair procedure, the pt experienced urinary incontinence, not sexually active due to the problem, four urinary tract infections since 2007, and voiding dysfunction. The date of onset of complications was reported as six months before. The doctor observed a small fistula at the distal urethra on approx two months after the original month. The pt underwent two surgeries on the same month and two and a half months later. The doctor stated that he would be performing a urethrolysis and a removal of the implant material as well as a urethral reconstruction procedure. As of 2008, no removal procedure has been scheduled.